Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the door would not indicate closed when the door was closed. They removed all the doors and adjusted the door open close sensor. They performed a rotor offset calibration due to the dingus being out of alignment. They verified the door open and close operations with the doors on and the doors off and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while the manufacturer representative was at the site for a different issue, they noticed that the pendant would display that the door was open when it was actually closed. No patient was present at the time of the event.